Event description:
The reporter stated the surgeon inserted a competitor's lens and the haptics were torn off due to misloading of the lens into the msi-tf injector. Additional information has been requested from the facility but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Results - an injector lot number search was performed and six similar complaints found. A cartridge lot number search was performed and three similar complaints found. A foam tip plunger lot number search was performed and one similar complaint found.